Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to metallosis. Intra- operatively, a black substrate was noted about the head and trunnion, and a significant amount of black tissue was observed in the patient. A meridian stem and a 32 +0 lfit v40 head were revised to a ceramic head with sleeve and a poly liner. Rep reported that no further information is available.